Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii video system center that there was no video image. The customer swapped the video system with another, and video image was present. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. From the facts of the investigation, it was presumed that the event occurred due to a faulty patient board set. It was further considered that the cause of this failure was an impact before taking countermeasures by changing the design of the operational amplifier circuit of the board. Olympus will continue to monitor field performance for this device.